Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ signal¿ blood collection needles experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: when opening the white plastic cap, there is no grey membrane to protect the needle.

Manufacturer narrative:
H.6. Investigation summary: bd received photos from the customer for investigation. The photos were evaluated and the customer's indicated failure mode for a loose sleeve with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ signal¿ blood collection needles experienced product damage/deformation which was noted prior to use. The following information was provided by the initial reporter: when opening the white plastic cap, there is no grey membrane to protect the needle.